Manufacturer narrative:
Correction to the initial MFR 1220648-2024-08154 from a reportable serious injury to a non-reportable complaint. Upon review of the complaint, there was no treatment provided to the patient beyond standard practice of pressure held at the site and a change of dressing. Therefore. This event should not have been reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 81-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient on impella cp had hematoma. The peel away sheath was removed and repositioning sheath was inserted and secured with forward tension sutures, and perclose was deployed successfully.